Manufacturer narrative:
(B)(4).

Event description:
It was reported that the locator abutment (iloa001) fractured in the patient's mouth. The doctor was able to remove the fractured portion of the screw and there was no damage to the implant.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the post broke at a minimum diameter. No material or product defect was noted. The complaint is confirmed. A singular cause cannot be determined.

Event description:
No further event information available at the time of this report.